Event description:
Reporter alleged the blood glucose advantage system generated discrepant results of 339 mg/dl compared to a dr reading of 150 mg/dl when testing was performed 5 mins apart. Customer stated having no high or low glucose symptoms at the time of testing. As a result of the comparison, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent. Advantage system meter (strip lot 549062 and expiration date of 05-31-07).

Manufacturer narrative:
The suspect product is the comfort curve test strips.